Manufacturer narrative:
This device is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during routine follow-up, this cardiac resynchronization therapy defibrillator (crt-d) exhibited a code 1003 indicative of battery voltage too low for the projected remaining capacity. The patient was admitted to the hospital and a replacement procedure was scheduled. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a product performance anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population. The device was explanted and replaced. No additional adverse patient effects were reported.